Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a peritonitis infection while on peritoneal dialysis (pd) modality. In additional follow-up, a hemodialysis nurse familiar with the patient stated the patient had previously been on peritoneal dialysis (pd) using the fresenius cycler and fresenius cassette. The nurse indicated the patient had peritonitis over 8 years ago (date, pd culture and treatment details unknown). Per the nurse, the peritonitis was not related to any issues with fresenius products. It was stated the event was attributed to the patient causing a breach in aseptic technique. The patient is currently on hemodialysis with any reported adverse effects. There were no recorded issues with a fresenius device, or product in relation to the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is temporal relationship between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient event of peritonitis approximately 8 years ago. However, there is no allegation nor any objective evidence that a fresenius cycler with fresenius cassette malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Most cases of peritonitis are caused by a breach in aseptic technique by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the reported information, the patient¿s peritonitis can be attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a peritonitis infection while on peritoneal dialysis (pd) modality. In additional follow-up, a hemodialysis nurse familiar with the patient stated the patient had previously been on peritoneal dialysis (pd) using the fresenius cycler and fresenius cassette. The nurse indicated the patient had peritonitis over 8 years ago (date, pd culture and treatment details unknown). Per the nurse, the peritonitis was not related to any issues with fresenius products. It was stated the event was attributed to the patient causing a breach in aseptic technique. The patient is currently on hemodialysis with any reported adverse effects. There were no recorded issues with a fresenius device, or product in relation to the reported event.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No product delivery shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots in the product delivery search. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Corrections: h6, h10 plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. The complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance with the complaint description. No product delivery shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots in product delivery search. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a peritonitis infection while on peritoneal dialysis (pd) modality. In additional follow-up, a hemodialysis nurse familiar with the patient stated the patient had previously been on peritoneal dialysis (pd) using the fresenius cycler and fresenius cassette. The nurse indicated the patient had peritonitis over 8 years ago (date, pd culture and treatment details unknown). Per the nurse, the peritonitis was not related to any issues with fresenius products. It was stated the event was attributed to the patient causing a breach in aseptic technique. The patient is currently on hemodialysis with any reported adverse effects. There were no recorded issues with a fresenius device, or product in relation to the reported event.